Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a no delivery alarm. The customer¿s blood glucose was 179 mg/dl at the time of incident. Customer stated that the insulin pump would not rewind due to no delivery alarm and the act button would not work keypad anomaly troubleshooting was performed and confirmed that time is advancing. No rewind anomaly or no delivery troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.